Event description:
It was reported that during a pta procedure to treat a restenosed stent in the subclavian (off-label use), after inflation to 16 atm (above rbp, contrary to IFU), a rupture was suspected as the dilatation catheter was deflated. When the catheter was removed, it was found to be missing the distal section of the balloon. The balloon segment was observed fluoroscopically in the subclavian and subsequently migrated to the axilla. The pt remained stable and the balloon segment was surgically removed from the axilla. The cath lab verified that no part of the dilatation catheter was left in the anatomy. The pt is reported to be doing well as of the date of this report.